Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016. The fse observed ca control failing on nitrite and ketone caused by defective short sample sensor board. The fse replaced the board and verified pipette alignment to resolve the instrument issues. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported that there was ca failures on urine ketone and nitrite results run on the ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.